Manufacturer narrative:
Concomitant medical products: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator.

Event description:
The patient reported that their implantable neurostimulator (ins) flipped due to weight loss. The flip occurred in 2011 a few months after the device was implanted. The ins pocket was revised on (B)(6) 2013. The patient was implanted for non-malignant pain and complex regional pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.